Event description:
It was reported that the pt expired after an implant duration of 19 days, due to unk reasons. No further details were provided. It is unk if pt's death is device related. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.